Event description:
Pt is a 26-yr-old female with hyperemesis gravidarum. Ppn initiated in home 10/11/95 via pump, to run continuously. Rn made follow-up visit 10/12/95 to change remote reservoir. Pump found to have defaulted to ll2 (left in ll0) and all screens reset; likely internal pump malfunction. Pt had received 100 ml (or less) of intended 2500 ml. Pump had shut itself off. Md notified, infusion resumed later that day with replacement pump.